Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00197.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) and ph values were drifting on the blood parameter monitor (bpm). The device was not changed out, more frequent in-vivo calibrations were done. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 10-mar-2016: accuracy issues were experienced with this single monitor on two separate cases by two different perfusionists (ccps). On case 1, the arterial ph and partial pressure of carbon dioxide (pco2) did not meet their accuracy expectations. The shunt sensors were gas calibrated (calibrator 540) per their normal practice. The inaccuracy (ph and pco2) started to occur later in cpb. According to the ccp, in-vivo calibrations were done during the procedure and the inaccuracies occurred after the first in-vivo or later in the case. The gem 4000 was the analyzer used for comparison and is their standard analyzer used in their cardiac procedures. The bpm unit pco2 measure was higher than the gem 4000 and the bpm ph was lower than the gem 4000. More frequent in-vivo calibrations were done to address the accuracy issues. Gas flow to the oxygenator was changed in reference to pco2 and ph accuracy issues. No medications or transfusions were administered, no interfering drugs were used and there were no known abnormal disease states or blood conditions. No error codes or physical monitor issues were observed and no shunt sensor problems were seen. The case was completed successfully, without delay and without associated blood loss. No harm was observed.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The monitor was sent to central engineering for further evaluation.